Event description:
It was reported that during a da vinci s prostatectomy procedure one of the jaws of the monopolar curved scissors instrument broke and fell into the patient. The jaw was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The monopolar curved scissors instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned or if additional information is received a follow up MDR will be submitted.